Manufacturer narrative:
The device has not yet been returned to olympus for an evaluation. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the 4k camera head had an e221 (image problem) error. The issue was observed during preparation for use for a (lap) procedure. The procedure was completed using another device, and no patient harm was associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for a device evaluation and the customers allegation was confirmed. The e221 error code was displayed due to a faulty cable causing a contact failure of the video connector. Additionally, labels were found missing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, error e221 is an error that occurs when there is an error in the communication between the endoscope and the processor. It is likely the e221 error occurred due to a communication failure caused by a cable failure. The cause of the cable failure could not be determined. Regarding the cable damage, the following description is found in the instruction manual of the product at the time of shipment. It is judged that the indicated phenomena can be prevented by this. "Do not coil the camera cable with a diameter of less than 20 cm. The camera cablemay be damaged. Never excessively pull the camera cable, but straighten it gradually when it iscoiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable.the camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the cameracable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.